Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was doing traction with the instrument. Suddenly, the instrument did not respond to closure of the jaws that the surgeon was doing in the surgeon console, the surgeon zoomed in the instrument and identified that one of the cables of the pole was broken. The first assistant uninstalled the instrument of the patient cart arm and determined that one of the cables from the pole of the instrument was broken. The instrument was taken out and the surgeon continued with another instrument of the same kind. There was not injury on the patient reported. Nothing fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.